Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. Customer's blood glucose level was 397 mg/dl. She was nauseous and was vomiting. The insulin pump alarmed failed battery test. The insulin pump's battery was not lasting long. The device was not returned.